Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va1yg0e, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had their device break through the skin about 5 weeks after implant. The patient stated that they felt a lump at the implant site and then they had to remove the whole thing. The patient mentioned that the implant site was hot, painful, and tender. The patient stated that the skin was tender, and they would get a nervous spasm. The patient stated that the healthcare provider told them their body was rejecting the lead. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28 lot# va1yg0e serial# implanted:(B)(6)2019 explanted: (B)(6)2019 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated that the cause of body rejecting the lead was not determined. It was noted that the removal did not resolve the reported issue. The stimulator and new lead were replaced . The lead was buried deeper into the subcutaneous during tunneling. The patient" again extended the lead from the insertion point even though it was sutured closed". The removal of the ins resolved the reported symptom issues. The hcp returned the device already that were explanted and the newly placed leadwas also extended past a stitched insertion point.